Manufacturer narrative:
The device involved in this complaint was not received, but has been reported as available for evaluation. The info contained herein is based on the info provided by initial reporter. The info provided indicated that the pump infused too quickly. No adverse event occurred, and the pt was reported as fine. The pump will be tested when received. When additional info that is pertinent to this event becomes available. I-flow will reopen the complaint.

Event description:
Pt reported that the pump emptied within 24 hours of replacement. Should have infused 60 hours. Pt also complained of symptoms not associated with local toxicity. Fill volume 300 ml.